Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well post operatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to unknown reason. The patient was doing well post operatively. Additional information was received that the ipg was not accommodating the new leads during a lead replacement procedure (MFR: 3006630150-2022-01470). The explanted ipg was not returned.